Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available. Additional information: device available for eval?, returned to manufacturer on, device return to manuf. Device eval by manufacturer?, imdrf annex a, g, b, c, d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported an over infusion event involving potassium. Potassium 20meq/50ml was hung as a secondary infusion, connected to a primary infusion of normal saline 250ml, and was started at 1615 on (B)(6) 2021 at a rate of 50ml/hr as per order and pump verification. However, it was noticed by the nurse that only 3ml was left in the chamber at 1629. Per clinician, potassium did not back flow into the primary bag. There was patient involvement but no patient harm.

Manufacturer narrative:
Additional information: imdrf g,c,d codes.

Event description:
It was reported an over infusion event involving potassium. Potassium 20meq/50ml was hung as a secondary infusion, connected to a primary infusion of normal saline 250ml, and was started at 1615 on (B)(6) 2021 at a rate of 50ml/hr as per order and pump verification. However, it was noticed by the nurse that only 3ml was left in the chamber at 1629. Per clinician, potassium did not back flow into the primary bag. There was patient involvement but no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported an over infusion event involving potassium. Potassium 20meq/50ml was hung as a secondary infusion, connected to a primary infusion of normal saline 250ml, and was started at 1615 on (B)(6) 2021 at a rate of 50ml/hr as per order and pump verification. However, it was noticed by the nurse that only 3ml was left in the chamber at 1629. Per clinician, potassium did not back flow into the primary bag. There was patient involvement but no patient harm.